Event description:
The device was returned to a third-party service center for evaluation in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The device was not in patient use. The internal part of the device was inspected visually and found evidence of visible foam degradation. Secondary findings include excessive debris and particles contamination. In addition, the devices error log was downloaded, and one error code was present when reviewed. Lastly, the device has been scrapped.